Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch 2032227-2016-50554. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. She was attempting to treat a high blood glucose 437 mg/dl and changed the set. The blood glucose was brought down to 347 mg/dl. Insulin did not exit with a manual push during troubleshooting. After changing the reservoir, the issue was resolved. The insulin pump was not replaced or returned for analysis.